Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 10 mm amplatzer vascular plug 2 was selected to embolize the re-entry site of a chronic dissecting aneurysm of the thoracic aorta prior to thoracic endovascular aortic repair (tevar). On (B)(6) 2015, the patient developed paraparesis and a CT scan was performed. The patient was monitored; however, the detailed information about the treatment for the paraparesis is unknown. On (B)(6) 2015, a MRI was performed and the patient's symptoms had resolved by (B)(6) 2015. According to the physician, this event was likely caused by spinal cord ischemia associated with the dissecting aortic aneurysm; however, the relationship of the event to both the devices (avp2 and stent graft) and the procedure could have been possible.